Event description:
New information received notes that the left ventricular lead was dislodged. The physician explanted and replaced the lead on (B)(6) 2019 during a generator replacement procedure. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon interrogation, the left ventricular lead exhibited loss of capture. Programming changes were made. The patient was in stable condition.